Event description:
Patient receiving 300ml albumin over 1.5 hours infusion time. No complications noted during albumin infusion. However, noticed leaking of smartsite tubing from base of IV pump when 50ml ns flush was almost complete. Approximately 2-3 ml of fluid noted below pump. Infusion stopped and supplies with same lot number removed from omnicell.